Event description:
In 2004 pt underwent craniotomy for chiari malformation with implantation of device as a dural substitute. Pt presented with wound infection the following month and then underwent a series of five additional surgeries for a series of issues including: wound infection, fluid collection, vein clot, graft infection, and finally explantation of device. Post-explant pt status is unk. MFR became aware of surgical history and explant in 2005.